Event description:
Per information provided: on (B)(6) 2019 - patient was diagnosed with three abdominal wall incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device 1) and perfix plug (device 2) and one synthetic mesh. Per operative notes, ¿an incision was made into the peritoneal cavity. The hernia sac was dissected out. A ventralight st mesh (device 1) was placed into the peritoneal cavity and sutures. A perfix plug (device 2) and one synthetic mesh was placed together with previously placed (device 1) into the peritoneal cavity and sutures.¿ on (B)(6) 2020 ¿ patient was diagnosed with recurrent incisional hernia, pain, adhesion thereby underwent open repair with explant of ventralex st mesh (device 1) and perfix plug (device 2) and synthetic mesh and implant of ventrio st mesh (device 3). Per operative notes, ¿a midline incision was made through the prior midline surgical scars from the upper epigastric area. The hernia sac was dissected out. There were dense adhesions into the abdomen. All adhesions were taken down. Previously placed ventralex st mesh (device 1) and perfix plug (device 2) and synthetic mesh was dissected out from peritoneal space. A 7.7 x 9.7 cm ventrio st mesh (device 3) was placed into the defect and secure it with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the ventralight st mesh (device 1). Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.